Event description:
A phone call was conducted in order to follow up on a previous call the customer made for unexplained low blood glucose of 90mg/dl. The customer stated that the insulin pump did malfunction, and she was in the emergency room for more than twenty four hours. The customer stated that she is fine since she had received the replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.